Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the vaccine administration. The following information was provided by the initial reporter: "customer cannot express air from the needle customer advised that there was no adverse event, no customer impact other than the vaccine had to be readministered. No additional treatment needed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the vaccine administration. The following information was provided by the initial reporter: "customer cannot express air from the needle customer advised that there was no adverse event, no customer impact other than the vaccine had to be readministered. No additional treatment needed."